Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) was not switching on. No patient involvement was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found an issue with the on/off switch (0012-00-0834) and replaced the switch with one the customer had in stock. The unit was checked, and all functions passed all necessary tests. The unit was returned to the customer for use.

Manufacturer narrative:
(B)(6).